Manufacturer narrative:
(B)(4). This customer reported that during a cardiac arrest the (B)(4) function of the device did not function as expected. The involved pt died, but the customer stated the device did not play a role in the pt's outcome. The (B)(4) device function does not affect the delivery of therapy. Due to the pt's outcome we are reporting this as a malfunction. The device was evaluated at philips. The reported symptom was not duplicated. The device passed all testing and was returned to the customer. Based on the pt outcome we are reporting this as a malfunction. We cannot determine the cause, since the symptom was not duplicated.

Event description:
This customer reported that during a cardiac arrest the (B)(4) function of the device did not function as expected.